Event description:
The customer reported via phone call that the insulin pump's display was scratched and difficult to read. The customer reported that the scratches were directly above the battery icon. Customer stated that she did not know how the screen became scratched. Blood glucose level at the time of the incident was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube thread, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.